Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump load step emitted a "no cartridge detected" warning during the load cartridge step; the patient confirmed that there was a cartridge in the pump at the time of the alarm. The reporter stated that the pump had 8 units remaining on the home screen; the patient rebooted the pump and performed the rewind and load steps and received the "no cartridge detected" warning. The patient stated that there was no noted movement of insulin during the load cartridge step. This report is made based on the allegation of a load cartridge step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box history showed that loss of cartridge detection had occurred which was not duplicated during testing. A rewind, load, and prime were performed without issues. The pump was exercised for 24 hours without loss of prime warnings. A force sensor calibration test confirmed that the pump was detecting the correct force. The pump was opened and no force sensor defects were found.